Manufacturer narrative:
Concomitant medical products: blue swabcap; therapy date (B)(6) 2016. The customer¿s complaint of a leak at the connection was confirmed. No anomalies were observed on the set during visual inspection. During pressure testing an air bubble leak was observed. However, after tightening and properly securing the microclave to the female luer, no leaks were observed. The root cause of the leak at the connection was due to the microclave not being properly secured to the female luer.

Event description:
The customer reported a patient was receiving morphine, versed, and fentanyl through a quad-fuse set when a leak was discovered. Upon inspection, a leak was noted at the connection of a microclave to the tubing port delivering versed. The line was changed and there was no patient harm.